Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6981m adapter, implanted 2007-(B)(6); 5071-53 lead implanted 2007-(B)(6); c4tr01 ipg, implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance and a confirmed fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.